Event description:
Dräger has received an ufr in which the following was stated: "during operation, the device displayed a time malfunction and became inoperable. Attempts to restart the device were made, but the malfunction persisted. An immediate switch to a backup device was performed. No harm was caused to the patient.".

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. This situation does not allow a case-specific evaluation. In fact, the complaint cannot be understood since it is not known what the user meant with "displayed a time malfunction". The device displays certain alarm messages if ventilation parameter have been changed but the user did not confirm the change with the second necessary step. For example, the parameter "tapn" defines the delay after which the device starts mandatory ventilation when an apnea situation was detected. If the user attempts to change this setting, the value must be changed to the new target in the first step and confirmed in the second step by pressing the rotary knob. If the device does not detect the input for the confirmation step, the alarm message "! Tapn not confirmed" will be displayed. Corresponding alarm messages are defined for other time-related parameter. The IFU explains that the alarm message has to be acknowledged by pressing the alarm reset key. The aforementioned situation will however not result in an unresponsive device and, a reboot as reported will put back the device into a state where ventilation is being continued. Without access to device and/or log file, it is impossible to confirm or deny that a malfunction has occurred and if yes, what the triggering condition was. This report is filed in abundance of caution since it is not possible to fully exclude that a deviation has occurred which made it impossible to interact with the device. It is recommended to the hospital to have the device checked by trained service personnel to exclude a technical issue.